Manufacturer narrative:
The main component of the system and other applicable components are: ID neu_unknown_cath, lot# unknown, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. The manufacturing site ID was updated to: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information further indicated the specific pump involved in this event with an implant date noted of (B)(6) 2016. As reported the patient was exposed to electromagnetic interference and/or a magnetic resonance imaging (MRI) on (B)(6) 2017. There was no information if the patient¿s pump was interrogated after the MRI. There was no information if the MRI was related to the pump or catheter. As reported there was no information as to whether the pump was previously interrogated prior to (B)(6) 2017, nor if the pump was specifically interrogated on (B)(6) 2017 at 14:37 (the time of the motor stall recovery as previously reported). As confirmed, the patient did not experience symptoms prior to (B)(6) 2017 but did experience severe spasticity after (B)(6) 2017. Rotor studies were performed on (B)(6) 2017. No information was provided regarding pump logs from (B)(6) 2017. In response to if there was no emi/MRI exposure, what was the cause of the error messages, it was now reported as a catheter occlusion. It was further clarified that the occlusion of the catheter was not related to the stop pump message (referring to the reported motor stall). In the rotor and catheter patency test performed, the occlusion of the catheter was evident. This was resolved with a catheter replacement on (B)(6) 2017 and discarded by the medical surgeon. This catheter had been implanted in (B)(6) 2016. There was no planned or surgical intervention to address the pump. Further, the patient no longer complained of discomfort. As reported, it was estimated that the message of motor stoppage (referring to the reported motor stall) was MRI sequence that the patient was made due to another situation of the patient's health.

Manufacturer narrative:
(B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Adverse event and/or product problem: updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative regarding a patient in (B)(6) who received unknown baclofen at 33.01 mcg/day via an implantable pump. The indication for use was not provided. It was reported that on (B)(6) 2017, at 18:15 the pump experienced the ¿stopped period may exceed tube set¿ message (04). On (B)(6) 2017 at 14:37 the message ¿motor stall recovery occurred¿ (1a) ¿without a previous motor stall event detected¿. A rotor study was performed (date not provided) and the study was reported as ¿ok¿. The pump logs provided were from (B)(6) 2017 and did not show the 04 nor the 1a messages. Patient symptoms were not reported at this time. No further complications were reported/anticipated.